Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the therapy was working until about 4 days ago and when they recharge the implant it is not helping and he is having a lot of pain. Patient asked if they need to increase the intensity of the charge. Patient mentioned when they go to sleep and stretch their legs out they have a tremendous electrical pulse going from his right foot up to his right hip and it feels like his toe might be in an electrical socket. Patient stated he is on group a, base 2.2 and prime 1.8. Patient stated the hcp ofc does not know anything about the devices. Patient service asked patient to connect with the handset and recharger app and ins is 100%, recharger 100% charged and therapy is on. Agent asked patient if they had any falls or trauma and patient said no but they started exercising. Agent assisted patient with closing all app and connecting with mystimrc app and patient is able to connect to the implant and increase the stimulation to base 2.3 and prime 1.9. Agent recommend monitor the symptoms and adjust the intensity as needed. Agent reviewed if the devices shift or moved in the body that can affect how the therapy is helping. Agent recommend patient consult withhcp ofc if the issue is not resolved. Agent reviewed reps role and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt called back attempting to charge the implant using the mystim app. Agent instructed pt to close all apps and access the recharger application. Pt turned on the wireless recharger, and agent confirmed that the implant (ins) was already fully charged. Agent instructed pt to turn off the wireless recharger and return it to the charging dock. Pt closed all apps and accessed mystim, successfully reaching the therapy screen and confirming that stimulation was on under group a. Pt reported continued pain in the middle of the back. Agent instructed pt to increase stimulation from 2.2 to 2.5, but pt reported no improvement. Agent then instructed pt to switch to group b, after which pt reported that the pain became much less. Pt increased stimulation from 2.2 to 2.5 and reported significant relief. Agent provided education on proper use of the wireless recharger because pt was confused about the charging process. Pt mentioned attempting to contact the hcp but had not yet received a response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.